Event description:
It was reported that the pump touch screen was on, but the display remained black. The customer's blood glucose (bg) level was 5.9 mmol/l. The customer reverted to an alternate method insulin therapy.